Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.visual inspection: upon visual inspection, the complaint condition was confirmed, as the titanium cancellous polyaxial screw cannot be assembled. DHR and material review or hardness review: DHR review indicated that there were no issues during the manufacture of the product or the raw material that would contribute to this complaint condition. Investigation conclusion: although a definitive root cause could not be determined, it is also possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part number: 04.615.222y lot number: 7370135 supplier lot number: n/a manufacture date or release to warehouse date: 4/29/2013 expiration date: n/a supplier/manufacture site: brandywine no ncrs were generated during production of lot number 7370135. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material part number: 21018 raw material lot number:7126248 raw material heat number: 8-31-04367 raw material supplier lot number: 048526 manufacture date or release to warehouse date: 1/9/2013 expiration date: n/a supplier/manufacture site: brandywine no ncrs were generated during production of raw material lot number 7126248. Review of the device history record showed that there were no issues during the manufacture of the raw material that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product or the raw material that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device procodes: kwp, mnh, and mni. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a cervical posterior fixation using a cancellous screw synapse (fixed location was unknown but including th1). During the surgery, when the surgeon inserted the screw into th1, he reported screw head was detached where the surgeon inserted about 3/4 of the length. Thus, the surgeon removed the screw, and replaced with same size screw. The surgeon confirmed under x-ray that there was no broken fragment remained in the patient¿s body. The procedure was completed successfully using an unknown alternative screw. There was less than thirty-minute (30) surgical delay and there was no adverse consequence to the patient. This report is for one (1) cancellous polyaxial screw. This is report 1 of 1 for (B)(4).